Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02571. Related manufacturer reference number: 2938836-2019-02572. It was reported an egm from a remote follow-up was reviewed and a vf/vt alert was triggered due to emi. Noise was seen on all channels and external noise was suspected. Possible atrial lead noise was also noted. Patient was stable.

Event description:
New information received notes that the noise seen on all channels was determined to be emi. Noise on the right atrial lead was confirmed via past egms. No intervention was performed. Patient will continue to be monitored. Patient was stable throughout.